Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a solution administration set during infusion. The reporter stated that they had turned the set upside down to insert the set into an infusion pump, and "blood went back up the line." There was no patient injury or medical intervention associated with this event. No additional information is available.